Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the data monitor was dark. Review of the system log file could not confirm the host pc malfunction, system was down at a certain time which indirectly confirms host pc malfunction. Upon troubleshooting, rse found that it was caused with host pc.rse advised to press the power switch on of the host-pc. Customer pressed the power switch on of the host-pc and the pc started up and working as intended, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the data monitor was dark and that the allura xper fd20 biplane system did not start. The system was not in clinical use and no harm has been reported.